Event description:
The customer reported that the system displayed a "stator not on" error message and the system was unable to fluoro. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The stator control board and power cap module were replaced. The system was then found to be working as intended.